Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. A review of the downloaded data showed that a system fault "low battery" alarm was triggered in the device causing it to restart. The evaluation determined that the alarms were triggered correctly indicating the internal battery needed to be recharged. Further technical service evaluation detected a self-test failure. The pneumatic block was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device triggered a low battery alarm and restarted. There was no patient injury reported as a result of this incident.